Event description:
It is reported that the device was implanted in 2009, and revised three days later, due to dislocation.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient's height, weight, activity level, physical and pharmacological rehabilitation is unk. Based on the provided info a definitive cause of dislocation cannot be determined. Evaluation: results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.